Event description:
The facility had sent an infusion pump to service where failure code 813:01 was discovered by a baxter tech. Although an attempt had been made by baxter to contact the reporting facility, no additional info was available regarding pt age or status, injury, medical intervention or whether the device was on a pt at the time the condition was reported.